Manufacturer narrative:
Additional information was received that the physician cleaned up the pocket site and noted some infected tissue. The physician believes the infection was procedure related. The patient was given creotin (IV) and leviquin (oral) antibiotics. The patient continues to feel pain at the infection site. The physician referred the patient to a wound specialist and will continue to be monitored. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed analgesic patches to place over pocket. The physician has recommended a pocket revision.

Manufacturer narrative:
Additional information was received that the patient was getting a clear jello like secretion from the pocket. The patient followed up with the wound specialist who confirmed the wound was healing normally. No treatment was provided and no further action will be taken.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed analgesic patches to place over pocket. The physician has recommended a pocket revision.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed analgesic patches to place over pocket. The physician has recommended a pocket revision.